Manufacturer narrative:
Date of this report: 3/31/2016. Date manufacturer received: 5/24/2016. Product analysis: for analysis: the tube was returned with a 10cc syringe which was likely what was use to inflate the tube. When compared to the assembly drawing: a syringe was use to inject the tube with 10cc of air and the inside diameter near the cuff delaminated which would have resulted in the reported event. The delamination obstructed a majority of the inside diameter. The complaint was confirmed for the alleged malfunction [herniated]. Method: actual device evaluated; labeling evaluation; fluid pressure testing; optical microscopy. Results: operational problem; mechanical problem. Conclusion: operational context caused or contributed to event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of this report: 03/31/2016. Describe event problem: additional information: it was confirmed that this occurred "just after intubation", and 15cc of air were used to inflate the cuff. At this time the patient is "doing well, is in excellent health." Reused single use? No. Date manufacturer received: 06/01/2016. Usage of device: initial. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was confirmed that this occurred "just after intubation", and 15cc of air were used to inflate the cuff. At this time the patient is "doing well, is in excellent health."

Manufacturer narrative:
Device not cleared in us, but similar device is available. Product evaluation: analysis results not available; evaluation expected but not yet begun.

Event description:
It was initially reported that the tube "had a herniation problem". There was no patient impact reported. Additional information was received: "after proper induction anesthesia (rocuronium, single dose), intubation was accomplished without difficulty. Correct placement of endotracheal tube was confirmed by end-tidal co2 trace and auscultation. Chest auscultation revealed bilateral but diminished breath sounds. As the patient was just intubated, the anesthesiologist immediately realized some resistances, difficulty during first hand/manual ventilation (i.e. Partial airway obstruction). The anesthesiologist received the inability to ventilate the patient adequately. Endotracheal tube marking at the incisors remained same. An 8 fr suction catheter was introduced down the lumen of endotracheal tube with resistance. No secretions could be suctioned. High resistance to manual ventilation continued. The anesthesia circuit was checked for kinks or obstruction but none was found. A possible defect of the tube was suspected to be the explanation for this clinical scenario. The patient's endotracheal tube was removed immediately and substituted with another same sized tube with marked improvement in ventilatory parameters. The surgical procedure (monitored thyroidecomy) was accomplished without any morbidity. To notice that this happened despite routine visual external inspection and testing of the endotracheal tube cuff for detecting physical defects prior to intubation. The tube was not checked for patency of the lumen before intubation." There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.